Event description:
A patient's mother reported that her daughter had experienced an increase in seizures that began 5 days after the patient's generator replacement surgery. The patient reportedly had two tonic--clonic seizures, which were unusual for the patient. The patient's mother commented that the output current of the patient's new device had been programmed to 1.25ma after surgery, which was lower than the output current of her previous generator at 2.25ma. The patient's pulse width was also reportedly lower than on her previous device. The patient's mother later reported that the patient had experienced a 90% decrease in simple partial seizures and a 75% decrease in complex partial seizures, and only the tonic-clonic seizures had increased. The patient typically experienced an increase in tonic-clonic seizures when her vns settings were adjusted. No additional relevant information has been received to date.